Manufacturer narrative:
Rod 1 was received for evaluation. The rods were bent in four directions into approximately a 45-degree angle. The rod held the angle. A separation was noted on the base of the malleable rod. The separation has a smooth, straight edge, indicating contact with sharp instrumentation. Upon the returned unit review a cut in the molded cut was observed; the cut also went through the bioflex sheath covering the silver core. An additional surface cut was observed on the molded part. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separation on the malleable rod may have occurred after the device packaging was opened. A DHR review has been performed for lot: 8965911. No discrepancies were found during the review. (B)(4) finished good units were laser marked and inspected per vv-0199889 v7.0 and coated and inspected per vv-0199856 v.12. All (B)(4) units passed. All units were packaged on 01/16/2023 and inspected by operator and quality control per vv-0199806 on 01/17/2023. This lot of genesis finished good consumed 2 lots of genesis, molded 11mm, p/n: 50009502, lots: 8814160 and 8814159: lot: 8814159 was assembled on 10/13/2023 and overmolded on 01/03-01/04/2023 and inspected per vv-0199879 v9.0 on 01/09/2924. 17 out of (B)(4) pieces were rejected, (B)(4) were accepted. Lot: 8814160 was assembled on 10/13/2023 and overmolded on 01/06- 01/07/2023 and inspected per vv-0199879 v9.0. 13 out (B)(4) pieces were rejected, (B)(4) were accepted. No nc, CAPA, rework or deviation activity was found to be associated with this any of the lots.

Event description:
According to the available information, damage in silicon cover and visible metal rod was noticed during placement of the second piece of malleable implant. The damaged single malleable implant was replaced. No other patient adverse effects were noted.

Event description:
According to the available information, damage in silicon cover and visible metal rod was noticed during placement of the second piece of malleable implant. The damaged single malleable implant was replaced. No other patient adverse effects were noted.

Manufacturer narrative:
The device was not received for evaluation. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any supplemental reports, a follow-up report will be submitted. The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated.